Manufacturer narrative:
Parts on order for repair.

Event description:
It was reported via repair work order that casters were broken and turned sideways. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that casters were broken and turned sideways. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.